Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. Patient presented in clinic with no symptoms. A device download was performed. Patient was doing good after the changes.